Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08420. It was reported the patient was experiencing diminished therapy from his scs system with no right leg coverage as desired. An sjm representative met with the patient but was unable to provide effective stimulation coverage through reprogramming. A system diagnostic revealed the impedances for the patient's lead positioned on the right side were low. X-rays taken indicated the patient's lead had moved slightly down and medial. The patient is being referred to another physician for possible surgical intervention to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.